Manufacturer narrative:
The sample (connector) was not returned for evaluation and the mesh as reported remained "well positioned and intact." An intraoperative photo was provided and confirms the connector from a bard echo ps to have been left in vivo. The event as reported and intraoperative photo indicates that the patient had previously been treated with a bard echo ps device. Based on not knowing the details surrounding the implant procedure, not having product identifiers and not having a sample to evaluate no conclusions can be made. A lot number was not able to be provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that while performing an unrelated procedure (appendectomy) the surgeon identified a connector used in the bard echo ps devices. As reported "the mesh looked to be well positioned and intact." As noted the connector "did not appear to be affecting much." As reported the surgeon had to clear some adhesion from the connector to facilitate removal. There was no patient injury reported as a result.